Event description:
It was reported that the vns pt had been experiencing intermittent vomiting since implantation with the vns device on (B) (6) 2010. Info from the neurologists office reveals that the device was programmed on at the implant surgery to low settings (0.25ma), which is the surgeons normal process. The vomiting event began 24 hours after vns surgery and at that time the pt vomited 4-6 times. The pt was treated with IV drugs to help with the event. The pt was seen for follow up on (B) (6) 2010 where the settings were increased by 0.25ma and the vomiting continued. The pt was seen next on (B) (6) 2010 where the device was programmed off and the site noted that the pt continued to vomit, but it had improved. The site then opted to program the device back on to low settings (0.25ma) at the beginning of march and when the pt was seen next on (B) (6), the vomiting had worsened and the device was again disabled. The pt has been referred to a gastroenterologist for evaluation, however no additional info has been received despite good faith attempts to obtain additional info regarding the outcome of the pt's visit with the specialist. The pt is not predisposed to nausea or vomiting and the event is not occurring with magnet stimulation as the magnet has not been used. There was no report of any causal or contributory medication changes. The vomiting was reported to be occurring always after eating. The pt was seen on (B) (6), which was approx one month after the device had been disabled, and the vomiting was continuing at that time. Good faith attempts to obtain additional info have been made, but no response has been received to date.